Manufacturer narrative:
No sample has been received by manufacturing for evaluation. The final customer lot was identified for this report. A device history record (DHR) review for the identified knife lot was conducted. No anomaly was found during the device history record reviews. The product was released based on the MFR's acceptance criteria. A complaint history review indicates that six additional complaints were associated with the identified customer lot and in-process lot. Because no sample was returned and the device history record review of the lot number provided indicated that the product was released according to the MFR's acceptance criteria, the root cause for the defect experienced by the customer cannot be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as a cutting edge described in the complaint, are removed from the lot and scrapped. Functional testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. Additional info has been requested, but confirmed to be unavailable. (B)(4).

Event description:
A surgeon reported that a knife did not cut during surgery. There was no patient impact. Additional info has been requested, but was confirmed to be unavailable.